Event description:
Literature: smith, clark, lin john, shokat max, dosanjh sonny, and casthely dionne. "A report of paraparesis following spinal cord stimulator trial, implantation and revision." Pain physician 2010; 13:357-363. Summary: this article discusses in detail four occurrences of neurological complication after spinal cord stimulator (scs) implantation. All four pts presented with paraparesis after spinal cord stimulator trial or implantation. The cases involved injury secondary to epidural hematoma, cord contusion or thoracic disc herniation. Event: a (B)(6) female pt with a history of chronic low back pain and failed back surgery syndrome, and who previously had undergone decompressive laminectomies at the l3, l4 and l5 levels, experienced sudden low back pain with bilateral lower extremity dysthesias followed by lower extremity paralysis immediately after trial lead implant surgery while the tech was adjusting the scs parameters. The trial leads were removed, and an MRI revealed moderate the severe canal stenosis at l1/l2 and l2/l3 with epidural hematoma and air spanning t9 to l2-3 and mass effect increasing the canal narrowing at the l1/l2 and l2/l3 levels. Decompressive thoracic and lumbar laminectomies of t11 through l2 were performed. The pt was transferred to an acute inpatient rehabilitation hospital 20 days later. The pt continued to have low back pain, bilateral leg weakness (left greater than right) and decreased sensation, and neurogenic bowel and bladder. Manual muscle testing revealed bilateral 5/5 right hip flexion and 2/5 left hip flexion strength. Bilateral 4/5 toe dorsiflexion and ankle planar flexion strength, and 2/5 knee extension and ankle dorsiflexion strength. Deep tendon reflexes were 2/4 at the bilateral patella and achilles tendon. Sensation was intact to light touch and pinprick from c2 to t7 and diminished below t8. Upon discharge, the pt had recovered full motor strength in both legs and was considered modified independent with limited community ambulation, and had full bladder bowel function recovery. See MFR report # 3007566237-2011-04543 for a copy of the literature article.

Manufacturer narrative:
(B)(4): neurogenic bowel and bladder. It was not possible to ascertain specific device info from the article to match the events reported with previously reported events. Additional info has been requested. A copy of the article is available at www.painphysicianjournal.com.